Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet screen became unresponsive to swipe-to-unlock despite the display waking with the sleep/wake button and when placed on a charger, and troubleshooting attempts did not resolve the issue, consistent with a device display or user interface malfunction. Symptoms included no alarms and no adverse clinical effects, with blood glucose reported as normal. Outcomes included replacement of the device and instructions provided to shut down the device, return the original unit, and restart therapy on the replacement, with guidance to continue cgm use via the compatible app or receiver and to replace libre 3+ upon startup. Investigation included technical assessment through customer troubleshooting and review of device behavior reported during the call. Investigation of this device revealed a nonresponsive touchscreen unlock function consistent with a display or touch interface failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen interface.